Event description:
It was reported that during a vats wedge and cyst resection procedure, the echelon 60mm gun was loaded with the usual 60mm blue reload but the reload fell out prior to firing. They thought they must not have loaded it correctly but this kept happening multiple times with the reloads from this batch. When they thought it was securely in place they fired but no staples were produced but luckily this did not cause any bleeding or harm to the patient. Failure to remain within the gun jaws happened with 4 reloads but there was only one actual misfiring. These reloads have been returned along with another three reloads from the same lot that have not been opened. When the team changed the gun and reload batch the problem was eliminated. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: seven cartridge reloads were returned in good visual condition. Cartridge (a) was received partially fired consistent with an incomplete or interrupted cycle. Cartridges were received fully fired, no further functional testing could be performed due to their condition. Cartridges (e, f, g) were received unfired and inside their sterile package. The returned reloads (a and e) were loaded into a test ple60a device to verify functionality in the straight position and achieved its complete firing sequences without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The reported events could not be confirmed as the device was returned for evaluation. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.